Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a blank display on the insulin pump. The customer¿s blood glucose level was 5.0 mmol/l. The customer reported that the pump had blank display and tried to use the new battery cap, but still no response from the pump. The customer was advised that the insulin pump needs to be replaced. The insulin pump will be returned for analysis.